Event description:
It was reported that the patient was experiencing difficulty charging the ipg. The patient underwent a revision procedure wherein the ipg was replaced with an MRI compatible and non-rechargeable ipg. No device malfunction suspected. The patient was doing well postoperatively and the explanted device was kept by the facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred over the years.